Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿first experience with a new active fixation coronary sinus lead.¿ europace (2007) 9, 437¿441. Doi:10.1093/europace/eum061. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding this patient's left ventricular (lv) lead. The article indicated that the lead was to be extracted due to phrenic nerve stimulation. After four weeks, during the revision procedure, the fixation lobe was not able to be retracted. Manual traction to remove the lead was done without success. Therefore, a second lead was implanted, and no stimulation was seen. Thus, the patient has two coronary sinus leads, and both leads remain in the patient. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.